Event description:
Second report of six from the same facility. Ocs2; ojemann cortical stimulator was involved in several motor mapping cases with unexpected intraoperative seizures. A total of six patients were involved; 3 females, 3 males ages between (B)(6), dates involved (B)(6) 2010. Additional clinical info was requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.